Event description:
It was reported that 3 days after placement of the foley catheter, the patient fell while trying to climb over the fence on the opposite side of the insertion side, the catheter came out. When they checked the cuff, it was broken. No catheter part remained inside the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Evaluation confirmed the balloon was burst. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, g, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 days after placement of the foley catheter, the patient fell while trying to climb over the fence on the opposite side of the insertion side, the catheter came out. When they checked the cuff, it was broken. No catheter part remained inside the body.